Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that there was contamination evident in the air water channel, and the air/water cylinder, the air/water tube both has foreign objects due to incorrect reprocessing . Additional findings were as follows: the light cover glass adhesive, the optical cover glass both was worn, the distal end adhesive was lifting, the aspiration housing, the air/water housing both had colored ring and worn, the plug body ¿ production labels were not legible, the angulation orientation for up/down direction was not in specification the electrical safety tests was not to specification, and the image condition has a misty image. It is most likely that the reported issue was due to user handling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope experienced a no image issue (unrestorable) event. The event was identified during maintenance. There was no report of patient harm associated with the event. During inspection, and device evaluation there was contamination evident in the air and water channel. The air/water cylinder had foreign objects. The air/water tube had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.